Event description:
Baxter clearlink system non-dehp solution set with duo-vent spike 42" (2r8403), lot#dr21e21062, exp 5/24/2023, causing leaks at and below the chamber immediately or shortly after filling the line with fluid. Multiple instances with this lot number. FDA safety report ID # (B)(4).